Event description:
It was reported that during a device upgrade the lead was electively replaced using laser lead extraction. Prior to explant no externalization was observed, however, upon removal of the lead externalized conductors were noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead was returned in two segments for analysis. External insulation abrasion was noted at 7.5-7.6cm from the distal tip, consistent with lead friction to another device or feature of the heart. External insulation abrasion was noted at 40.4-40.6cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasion was noted at 8.0-9.4cm from the distal tip. The etfe coating was intact at these locations.